Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that the customer noticed an unknown black particulate which looked like a black dot on the IV drip chamber before opening the pouch. It could not be confirmed whether it was inside or outside of the drip chamber. Occurrence date is unknown. There were no patient complications reported. Inquired of patient demographics. Unable to be obtained.

Manufacturer narrative:
We received one quad dpt kit with an IV set and pressure tubing in opened original pouch for examination. The reported event of ¿unknown black particulate which looked like a black dot on the IV drip chamber¿ was confirmed. One unknown black particulate was observed on the surface of drip chamber inside of pouch, but outside of the kit flow path. The particulate was approximately 1.5mm x 0.5mm in size. As it was determined that the particulate was outside of the fluid path this would not have been a reportable event. A review of the manufacturing records indicated that the product met specifications upon release. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.